Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shocking lead impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted impedances had been increasing over the last year. There was no noise on the shock electrograms (egm) and the device hadn't delivered any shocks. Boston scientific technical services (ts) recommended performing isometrics and increasing the alert limit from 125 ohms to 150 ohms. This crt-d system remains in service. No adverse patient effects were reported. The device was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shocking lead impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted impedances had been increasing over the last year. There was no noise on the shock electrograms (egm) and the device hadn't delivered any shocks. Boston scientific technical services (ts) recommended performing isometrics and increasing the alert limit from 125 ohms to 150 ohms. This crt-d system remains in service. No adverse patient effects were reported.